Event description:
Used as directed, and got electroshocked, purchased on (B)(4) as a microcurrent device chuhuayuan portable microcurrent facial device skin firm handy anti-aging face lift roller facial massager anti wrinkle battery powered. Document number: (B)(4).